Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was incarcerated and was having a low voltage advisory alarm on their system controller every time that they were connected to the mobile power unit (mpu), which was a rental. The patient did not have this alarm when they were connected to the 14 volt batteries. The ventricular assist device (vad) coordinator requested a new rental be overnighted to jail and will return the existing rental with the advisory alarm to abbott after the patient's next clinic visit on (B)(6)2022. The low voltage alarms resolved after a rental mpu was sent to the patient at the jail.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of active alarms while connected to the mobile power unit (mpu) was confirmed via visual analysis and testing of the returned product. The heartmate mobile power unit was returned and evaluated at the service depot on 11jan2023. During the evaluation, the heartmate mobile power unit, serial number (B)(6) was observed and there were kink marks on the mpu patient cable. The mpu was turned on and a yellow wrench starting blinking and an audible alarm was active, confirming the reported event. The mpu was then connected to a mock circulatory loop and the controller alarmed, confirming the reported event. Further evaluation revealed that the issue was traced to the patient cable. The patient cable was then replaced with a known working cable and a functional test was completed. The patient cable was then forwarded to product performance engineering (ppe) burlington for further analysis. During ppe analysis, the mpu was connected to a mock loop and the controller and mobile power unit alarmed for connect power alarms, confirming the reported event. A continuity test and current leakage test was performed and revealed that the yellow vcc power wire was electrically shorting to the cable shield. The cable was dissected revealing a breach in the wire insulation which resulted in an exposed conductor that was electrically shorting to the cable shield. The root cause of the reported event was determined to be an exposed wire conductor that was electrically shorting to the cable shield, causing the mobile power unit to alarm. The device history records were reviewed, and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power, and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.